Manufacturer narrative:
Complaint conclusion: as reported, there was a leak in at the proximal end of the balloon of a 6/7 mynx control vascular closure device (vcd), where it meets the wire. Therefore, the device failed. Hemostasis was achieved through manual compression. There was no reported patient injury. No damage was found on the device packaging prior to opening. The procedure used a retrograde approach, and the deployer was mynx certified. Hemostasis was achieved through manual compression. The mynx vcd was prepped according to the instructions for use (IFU). The balloon lost pressure while inside the patient, when the issue was discovered. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and the presence of pvd/calcium in the vicinity of the puncture site was not significant enough to cause concern. The balloon failed after being pulled to the arteriotomy, and upon removal, a leak was found at the proximal portion where it meets the shaft of the device. The balloon didn't totally collapse and rupture as it normally does on calcium. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. However, access site vessel characteristics and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a leak in at the proximal end of the balloon of a 6/7 mynx control vascular closure device (vcd), where it meets the wire. Therefore, the device failed. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped in accordance with the instructions for use (IFU), and no damage was found on the device packaging prior to opening. The procedure used a retrograde approach, and the deployer was mynx certified. Hemostasis was achieved through manual compression. The mynx vcd was prepped according to the instructions for use (IFU). The balloon lost pressure while inside the patient, when the issue was discovered. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and the presence of pvd/calcium in the vicinity of the puncture site was not significant enough to cause concern. The balloon failed after being pulled to the arteriotomy, and upon removal, a leak was found at the proximal portion where it meets the shaft of the device. The balloon didn¿t totally collapse and rupture as it normally does on calcium. The device will not be returned for evaluation.

Manufacturer narrative:
Updated section g2 manufacturing site name and address and g3 report source information.